Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. The right ventricular lead was noted to exhibit increasing and eventually out of range, high pacing lead impedance was noted. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.